Event description:
During a cholangioscopy and lithotripsy procedure, a cook endoscopy cholangioscopy access balloon was placed in the left hepatic duct (lhd) and then repositioned in the common hepatic duct (chd) just above a stricture in the common bile duct (cbd). The small forward viewing endoscope (olympus gif-xp160) was advanced over the balloon catheter and into the bile duct. After the small endoscope gained access to the bile duct, the access balloon was deflated and removed from the pt. The physician did not notice any issues or damage to the duct after deflating and removing the access balloon. What was described as "minimal air" was used to insufflate the bile duct. The stricture area was able to be viewed with the small endoscope and the physician planned to take a biopsy. Upon removal of the access balloon but before biopsy forceps were advanced, the pt reportedly decompensated with a decrease in both blood pressure and oxygen saturation. All instrumentation was removed and the procedure was aborted immediately upon noticing acute desaturation. All available resuscitation efforts were made and emergency response team arrived taking over efforts within minutes. During the next hour or so they were able to stabilize the pt but still were not getting a neurological response. Air embolism may have occurred as a very rare complication of cholangioscopy. The pt was found to have pov (i.e. Patent foramen ovale). The user did not allege a product malfunction related to this event. On (B)(6) 2010, the physician indicated: "so far she is stable but is still in a coma. Although we are not 100% certain, the most likely explanation is that she had an air embolism and as a result of a birth defect there was a small opening between the right and left atrium that allowed some of the air to go to the brain. This has been reported as very rare complication of endoscopy and ercp even without cholangioscopy." On (B)(6) 2010, the physician indicated the pt is no longer in a coma but is in rehabilitation with what was described as a "stroke like syndrome."

Manufacturer narrative:
The info related to use of this balloon and a pt coma was provided by the user to cook personnel on september 24, 2010. Based on the info provided at that time, we did not believe the cook device caused or contributed to this event. Upon further internal review, the decision was made on 11/5/2010 to document this as a complaint and MDR because although a product failure did not occur, usage of this product may have contributed to the reported air embolism and pt coma because the balloon provides access in order to perform the cholangioscopy procedure. The MDR was submitted to FDA within 30 days from 11/5/2010. Eval: the info provided did not allege a product malfunction occurred. The product said to be involved was not returned to cook endoscopy. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Prior to distribution, all cholangioscopy access balloons are subjected to a visual inspection and functional test to ensure device integrity. All of the info provided by the physician regarding this event was reviewed with clinical personnel. An air embolism involves entry of air into the bloodstream. The air that caused the reported air embolism could have been provided by the air function of the endoscope. Corrective action: an internal corrective action (i.e. CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. In response to this adverse event and out of an abundance of caution, further distribution of the cook endoscopy cholangioscopy access balloons ((B)(6)) was discontinued on november 4, 2010. Although there has been no report of product malfunction, this distribution stop was carried out to further evaluate the info provided regarding air embolism. Cook is in the process of evaluating the situation to determine the appropriate actions. Customer quality assurance will continue to monitor for complaint trends.